Event description:
It was reported that during implant of the lead, noise and sensing anomalies were observed. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise and sensing anomalies was not confirmed in the laboratory. Electrical tests performed on the lead confirmed normal electrical characteristics. No anomalies found.